Event description:
Contact called stating customer continues to get low results. Contact reports results of 26 mg/dl, and one min later reports results of 299 mg/dl. Customer asked to return meter for further evaluation, and a replacement was provided.